Event description:
There was a longitudinal balloon burst during dilation of the pelvic artery during a percutaneous transluminal angioplasty. There were no anomalies noted during product inspection or when prepping device. Vessel characteristics and hand inflation pressures were unknown. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. There were no adverse effects to the patient. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.